Manufacturer narrative:
(B)(4). Date sent 10/21/2024 d4 batch #c9dc83 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the joint cover damaged, with no reload present, and with the jaws and closure trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dc83, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device ech60l lot number c9de2a and no non-conformances were identified.

Event description:
It was reported that during a robotic splenectomy procedure that while attempting to introduce the device through an air seal 12mm trocar it was difficult to introduce ending in tearing the shroud around the articulation. Another like device was used to continue with the procedure. Initial reporter suggested wetting the 2nd device to ease the introduction through the 12mm trocar. Procedure was completed successfully with the second device with no adverse consequences for the patient.